Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that during insertion, the physician was removing the spring wire guide (swg) when it broke off. They were able to remove the swg from the catheter. As a result, another set was placed successfully for the patient. There was a delay in treatment with no harm to the patient, no patient death and no patient complications were reported. Additional information was received on (B)(6) 2011 from the sales representative that confirmed that the swg broke in half and part was in the catheter. Nothing was retained in the patient.